Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. (B)(4)

Event description:
Information received by medtronic indicated that the battery compartment was crack. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.